Event description:
Event description guidant received information that during the implant procedure, this lead perforated the heart causing a tamponade. The patient was stabilized and surgically treated for this. Another guidant lead was placed.